Event description:
The customer contact reported the device delivered less than intended. The device was returned to the biomedical dept from the infusion center, with an unsigned note that stated, "pump infuses lower than usual rate." No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.